Event description:
It was reported that low impedance was observed. The lead was explanted.

Manufacturer narrative:
Analysis found internal insulation abrasions between 47.5cm - 48.6cm from the connector pin. Rv conductors were visible. The etfe coating was intact at the same location.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.